Event description:
The patient experienced intermittent lock between the external equipment and the cochlear implant followed by no sound perception. The patient was sseen at the center for evaluation. External equipment was exchanged and programming adjustments were made. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.